Event description:
The customer reported a blood leak in the photoactivation module that occurred during a treatment procedure. The customer noticed during the treatment that bubbles were in the tubing from the treatment bag to the glass plate; no alarm was noted and the treatment was completed. Customer reported when she opened the pa module she found a blood leak coming from a hole in the tubing that goes into the glass plate. The kit will not be returned for an investigation.

Manufacturer narrative:
Batch record review: review of lot file b107 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot b107 was performed. There was 1 complaint reported for photoactivation module leaks to date for this lot. There were no complaints received for air leaks, but one complaint received for collect line air detected for lot b107. No trends detected. The assessment is based on info available to at the time of the investigation. The root cause for the blood leak in the photoactivation chamber was a hole that was visually confirmed by the operator. The source of the air bubbles could not be determined based solely on the info provided by the customer. No product was returned by the customer for investigation. (B)(4).